Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Dr. (B)(6) sustained a needle stick this am when performing a thoracentesis. He reports that the bd safety device cracked off when he was finished, resulting in his thumb being punctured by the needle. As the physician flipped the shield up with this thumb, it cracked at the joint and his thumb slid up over the end of the needle. Patient was tested and negative for blood borne pathogens, so no intervention beyond the assessment. No sample available.

Manufacturer narrative:
Pr (B)(4) follow up emdr for manufacture investigation. No sample was returned for analysis. Consequently, the investigation was not able confirm the reported failure mode based on an evaluation of the complaint sample. A device history record review of all applicable manufacturing records for lot 0001230906 did not identify any issues that may have contributed to the reported failure mode. Since no complaint sample was provided for evaluation and no issues were identified from the DHR review, the investigation was not able to identify a probable root cause to the reported failure mode. Since no probable root cause was identified, the investigation was not able to identify any corrective or preventive actions. This complaint will be entered into the complaint management system and will be tracked and trended for future occurrences.

Event description:
Dr. (B)(6) sustained a needle stick this am when performing a thoracentesis. He reports that the bd safety device cracked off when he was finished, resulting in his thumb being punctured by the needle. As the physician flipped the shield up with this thumb, it cracked at the joint and his thumb slid up over the end of the needle. Patient was tested and negative for blood borne pathogens, so no intervention beyond the assessment. No sample available.